Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient had readings for 20 minutes on the dexcom system followed by an unknown error for 2 hours. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed by the finding of a signal loss via data. A root cause could not be determined.